Manufacturer narrative:
Conclusion: from the limited information received, the valve remained implanted. Without the return of the valve for analysis, a root cause of the regurgitation cannot be determined. However, based on the received information the regurgitation could potentially be caused by calcification. Calcification has been an inherent risk of surgical valve replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and eleven months post implant of this bioprosthetic aortic valve, the device was replaced valve-in-valve with a transcatheter aortic valve due to severe aortic regurgitation and calcification. No other adverse patient effects were reported.